Event description:
The customer's husband reported that his wife, the user of the meter, received a reading of 259 mg/dl, then when she went to retest to confirm, the meter screen was blank and would not come on again. Since she was unable to retest, she increased her insulin based on the 259 reading. After administering the medication, she passed out, an ambulance was called and she was taken to the emergency room where an IV was given. It should be noted that the customer didn't wash her hands prior to testing, which may result in inaccurate readings. There was no report of death or permanent impairment.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors were observed during control solution testing.